Event description:
It was reported that the purewick urine collection system was not making any noise after the wick was pulled, it came back on. The system will work and then stop after few releases of urine and the wick pulls on the skin and causes a redness every time. They did troubleshooting and found system broke down and power cord was very loose. They put the system pack to gather and did water test twice, went over inner tubing for wick and made sure that the system was plugged in with solid consistent connection. System passed both water test. It was noted that the patient had been using the purewick products for more than 90 days. No medical intervention was reported. Per follow up by liberator via phone on 21feb2022, it was stated that the patient kept waking up wet and the purewick urine collection system was suctioning slowly, but it was suctioning. Per additional information from cardinal health, it was reported that the patient kept waking up wet and the purewick urine collection system was suctioning slowly.

Manufacturer narrative:
The reported event is unconfirmed, as the product met specifications. The device history record review was not required as the reported event was unconfirmed. A labeling/packaging review is not required as the reported event is unconfirmed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the purewick urine collection system was not making any noise after the wick was pulled, it came back on. The system will work and then stop after few releases of urine and the wick pulls on the skin and causes a redness every time. They did troubleshooting and found system broke down and power cord was very loose. They put the system pack to gather and did water test twice, went over inner tubing for wick and made sure that the system was plugged in with solid consistent connection. System passed both water test. It was noted that the patient had been using the purewick products for more than 90 days. No medical intervention was reported. Per follow up by liberator via phone on 21feb2022, it was stated that the patient kept waking up wet and the purewick urine collection system was suctioning slowly, but it was suctioning. Per additional information from cardinal health, it was reported that the patient kept waking up wet and the purewick urine collection system was suctioning slowly.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be "inadequate component (pump and relief valve) selection". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "operating suction range: approximately 120 mmhg ¿ 140 mmhg (2.3 ¿ 2.7 psi) maximum suction level: 182 mmhg (3.5 psi)". "Discontinue use if an allergic reaction occurs. Not recommended for users who are experiencing skin irritation or skin breakdown in device contact areas." The device was not returned.

Event description:
It was reported that the purewick urine collection system was not making any noise after the wick was pulled, it came back on. The system will work and then stop after few releases of urine and the wick pulls on the skin and causes a redness every time. They did troubleshooting and found system broke down and power cord was very loose. They put the system pack to gather and did water test twice, went over inner tubing for wick and made sure that the system was plugged in with solid consistent connection. System passed both water test. It was noted that the patient had been using the purewick products for more than 90 days. No medical intervention was reported. Per follow up by liberator via phone on 21feb2022, it was stated that the patient kept waking up wet and the purewick urine collection system was suctioning slowly, but it was suctioning. Per additional information from cardinal health, it was reported that the patient kept waking up wet and the purewick urine collection system was suctioning slowly.